Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered 1 burst of anti-tachycardia pacing (atp) and a 31j shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The 31j shock appeared to have accelerated the patient's rhythm into ventricular fibrillation (vf). A subsequent 41j shock converted the vf. Technical services (ts) discussed troubleshooting options and programming considerations. All lead measurements appeared stable and within normal limits. Right atrial (ra) and right ventricular (rv) outputs were lowered to 2.0v to conserve battery life. This ICD remains in service. No additional adverse patient effects were reported.